Event description:
The customer reported after replacing the display, the device fails to power up.

Manufacturer narrative:
(B)(4). The customer reported after replacing the display, the device fails to power up. Philips assisted the customer with localizing the issue. It was determined that the processor pca needs to be replaced to resolve the issue. Philips has sent the customer a processor pca.